Manufacturer narrative:
Following a review of the device history record for 05b37-9 all process and test criteria has been verified as complying with the zimmer collagen repair patch finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Wound infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma / inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of wound infections.

Event description:
Following implantation of the zimmer collagen repair patch, was pt experienced redness and swelling which was visible on the outside of the skin and mapping the outline of the implant. The surgeon reported that the infection and pain experienced by the pt resulted in the requirement for surgical intervention and removal of the zimmer collagen repair patch.